Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and customer lost consciousness. Customer was transported via emergency services to the hospital and was admitted. Pump was disconnected and intravenous insulin was administered. Elevated bg was resolved. Customer alleged that the pump was not delivering insulin and was the cause of event. However, no alerts or alarms that would suspend insulin were identified. Customer was discharged on (B)(6) 2018 and pump therapy was resumed. Upon follow up, customer declined to perform a system check with tandem technical support (cts) and stated that ¿the pump seems to be working fine¿.